Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button that was hard to press. Customer¿s blood glucose level was unknown. The customer reported that they had issue with insulin pump like low battery along with replace battery and had hair line cracked on the insulin pump. The insulin pump will not be returned for analysis.